Manufacturer narrative:
Device is used for treatment, not diagnosis. It is not clear how this material deformation occurred causing the milling bit to get stuck. After gently tapping the milling bit, the engineer was able to remove the bit from the guide. There is a ring of wear on the coated portion of the milling bit where material was pushed outward causing the slightly larger measured diameter of 2.50, measured with caliper. It is possible that tissue caught inside the guide caused the shaft to spin slightly off-axis causing this material deformation to occur. A 2.50 diameter pin barely passed through the guide where the bit was stuck. Placeholder.

Event description:
During a c6-c7 cervical disc replacement surgery on (B)(6) 2013, the milling bit inserted through a milling guide became stuck. The surgeon used another milling guide and milling bit to complete the procedure. The surgery was prolonged approximately 3 minutes and no adverse effect was noted to the patient. It was reported the milling bit remains stuck in the milling guide. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history record revealed no complaint related anomalies. Placeholder.